Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance greater than 125 ohms as detected via the patient notifier. Threshold, sensing and pacing lead impedance were within normal range. Subsequently, the high voltage impedance was elicited during clinic visit. The physician elected to perform a defibrillation threshold (dft) testing on the patient in which an impedance of 135 ohms was reported in the rv to can and the rv/ svc and can vectors. Boston scientific technical services (ts) discussed considering a lead replacement. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.